Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the tip of the mega suturecut needle driver instrument broke off and fell into the patient. The surgical staff indicated that the fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, one grip close cable was found to be broken at the distal idlers pulley. The idler pulley was able to spin freely. However, engineering evaluation found damage on the surface of the idler pulley. The cable segment was found to be sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage.